Event description:
The hospital reported that during a coronary artery bypass graft procedure, one heartstring seal did not unfold after being deployed into the aorta. A replacement seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problems. A lhr review was completed for the product, there was no noncomformance associated with the lot number.